Manufacturer narrative:
Device not returned the device is unavailable for return as it was discarded by the hospital and no operative report is available. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Explants of rings during a postoperative period are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and therefore are considered serious injury to the patient. Although the surgeon did not provide the reason for explant of this ring, it was indicated in the response that the annuloplasty ring was replaced by a mitral valve suggesting that the repair was no longer sufficient. Additionally, the surgeon did indicate that this explant was not due to a device malfunction.

Event description:
An event was received through the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, an annuloplasty ring was explanted after an implant duration of 7 months and was replaced by a mitral valve. Sales received a response confirming the device had been explanted; however, the reason for the explant was not provided. It was indicated that the explant was not due to a malfunction of the device.